Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The device had minor scratches on lcd window, cracked case at display window corners, cracked case at reservoir tube window corners, and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed button error which could not be cleared. The customer's blood glucose was 107 mg/dl. The customer was advised to remove the battery since they were unable to clear the alarm. The discontinuation of the device was advised. Nothing further was reported.